Manufacturer narrative:
Qa testing of the returned strips gave one e11 error code and four high results of 171,176,170,174mg/dl that were not within the control range. The e11 error code and high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The strips performed in spec when tested with blood. The retention lot# gave satisfactory performance.

Event description:
A customer from brazil opened a new carton of contour ts test strips and found the cap open on one of the two bottles. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.